Event description:
A lay person contacted lfs (B) (4) on june 15, 2010 alleging that his wife had died approximately 2 years ago, sometime in (B) (6) 2008 after reportedly obtaining inaccurate high readings on her lifescan (lfs) one touch ultra2 meter. The reporter does not recall the exact day his wife passed away. He mentioned that his wife had obtained inaccurate high readings on her meter for approximately one month prior to her death. A lifescan representative in (B) (4) obtained follow up information from the reporter on june 15 and june 16, 2010: the reporter has since discarded the meter; therefore the serial number of the meter or the blood glucose readings that his wife had obtained prior to the event at the time of the event was unavailable. Prior to obtaining the alleged high readings in 2008, the patient had reportedly been obtaining results of 8.1 mmol/l (145 mg/dl) in the mornings and a 9.1 mmol/l (163 mg/dl) in the evenings. The patient was testing twice a day and was taking the insulin twice a day based on a sliding scale (once in the morning and one before dinner). The reporter does not recall the name of insulin that the patient had been taking and thinks she was taking either "50/50 or 40/60 mix" insulin. The patient reportedly did not have any other health conditions. The reporter mentioned that prior to obtaining the alleged high readings, the patient felt "ok" and then "felt unwell on and off" prior to her death for a certain length of time. The reporter would not elaborate on his wife's symptoms. He mentioned that she had refused to eat and he would have to force her to eat. At an unspecified date and time after obtaining the allegedly high readings in 2008, the patient went and visited her physician and the reporter believes that a lab test was done and the lab result was high. It is unknown what the lab result was at the time of the visit. At an unspecified date and time later, the physician advised the patient to increase her dosage of insulin from 25 units to 30 units a day. The reporter believes that the physician increased his wife's dosage of insulin based on her blood glucose readings she had obtained on her meter. The reporter does not recall how many days or weeks the patient had been taking the increase dosage of insulin, prior to her death; however, claimed that her symptoms got "worse"; however it is unclear on how her symptoms got worse. On the day the patient had passed away (sometime in (B) (6) 2008), she was reportedly feeling unwell all day and was feeling nauseous. She also had a lack of appetite and refused to eat lunch and dinner. The patient had tested at an unspecified time and obtained an allegedly high result. It is unknown whether she had taken her insulin after obtaining that reading. The patient refused to eat dinner (which was highly unusual for her) and requested to drink tea instead. The reporter then contacted the paramedics because the patient refused to eat her dinner. Approximately 3 minutes after the paramedics arrived to the patient's home, the patient had reportedly passed away. The reporter does not have the death certificate and does not know the cause of death. He claims an autopsy was not done. He claims that the meter was responsible for his wife¿s death since the meter was allegedly giving her high readings. He believes that the physician based the increase dosage of insulin on his wife's meter readings, and claims she had overdosed on insulin, which caused her death. This complaint is being reported due to the following conclusion: there is insufficient evidence to investigate this case further with regards to the husband's allegation, as the cause of death is not known and the death certificate for the patient is not available. Further details of what lead up to the patient's death 2 years ago is not known. Thus, erring on the conservative side, this case is being reported.

Manufacturer narrative:
Lot # and serial # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.